Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the monitor was unable to connect to an electrode belt.  As received, the belt receptacle was pulled from the monitor case and was loose from the j1001 connector on the computer / analog (ca) board. The root cause of the damaged receptacle is excessive force placed at the receptacle.  No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete detect and treat testing.